Manufacturer narrative:
The updated investigation results for this complaint: four waveone gold primary files 25mm were returned in loose. The returned files are all broken at the tip of the active part (1x mixed conditions torque + fatigue; 3x fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. No link can be established between breakages issues and information found during DHR review (batch#: 1909861). Root causes are not identified regarding three of the returned files. We will track this kind of event and monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Root cause is customer misuse regarding the fourth instrument. Indeed, this we noted that the abs ring surmolded on the handle is absent. This device, intended to expand if we try to sterilize the file, has been obviously removed intentionally by the customer (large tool marks are visible in the groove where the abs ring was present). In all likelihood, this means that the file was being reused when breakage occurred, which constitutes a misuse.

Event description:
In this event it is reported that a waveone gold primary 6-file ster 25mm file broke during use. The broken part was not retrieved from the root canal and was incorporated into the filling.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
The investigation results for this complaint are: involved product that broke during use was not returned and cannot be analyzed under high magnification. Through the sent picture, we can however note that the breakage occurred at the tip of the active part. No unused file is available for evaluation. No link can be established between breakage issue and information found during DHR review (batch #1909861). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.